Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the programmer showing incorrect battery life of the implantable pulse generator (ipg) in plateau phase. A programmer update was needed. The programmer remains in use. No patient complications have been reported as a result of this event.